Event description:
It was reported to philips that the c-arm geometry movement is partly unavailable. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the ipc board which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-00248. This complaint will be closed as duplicate.